Event description:
It was reported that the outback (ob) catheter got stuck on the stabilizer wire, and pieces of coating shaved off the wire in the subintimal space. The intended procedure was an intervention of a totally occluded right superficial femoral artery (sfa) in a male pt. The ob was flushed and prepped according to the instructions for use (IFU). Difficulties were experienced first with a .014 htf wire, then with a cordis stabilizer wire. The stabilizer was in place with the distal end in the subintimal space. Resistance was experienced as the ob was advanced over the wire, into the subintimal space. As the sheath was held in place, an attempt was made to back out the ob while advancing the stabilizer wire to maintain wire access. At this point, the stabilizer wire "had been pooled into the subintimal pocket". No further heparin had been given and the act had not been checked. They were approx 90 minutes into the case. It was becoming very difficult for the tech to push the wire and pull the ob. An attempt was made to re-advance the ob over the wire, but the distal wire kinked. The wire and the ob were removed together.

Manufacturer narrative:
The distal .014 stabilizer wire was severely deformed with what appeared to be clot in the coils. On fluoroscopy, a shaving of wire or wire coating could be seen in the subintimal pocket. The catheter was returned for analysis. The wire was mangled and kinked. The polymer covering the wire was completely skived off the wire. This suggests that the cannula tip was deployed while the wire was being pulled back during removal of the outback catheter. In addition, the stabilizer wire is not a recommended guidewire per the ob IFU. The IFU states, "failure to use a recommended guidewire may result in damage to the guidewire, such as abrasion of the hydrophilic coating, release of polymer fragments, separation of the wire or inability of the wire to withdraw the outback ltd over the guidewire. In this case, it appears that vessel characteristics, procedural factors and/or user handling likely caused or contributed to the sequence of events. Please note that this medwatch report represents one of two products that was involved in this procedure and is related to mfg# 3002912012-2006-00030 and 1016427-2006-00105.